Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the photo plate detached from the videoscope. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Following field was update: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. According to the investigation, the device bending section rubber was also found detached due to 3rd party repaired. The root cause could not be identified. Based on the results of the investigation, most probable cause of the complaint trace to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.